Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A certified ophthalmic assistant reported superior diffuse lamellar keratitis one day post lasik in the patient's right eye. Topical steroid dosage and antibiotic dosage was increased to six times a day. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, diffuse lamellar keratitis was reported to be resolved.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows during the whole day the user performed treatments successfully without any error. According to quick user manual flap planning, the user used energy settings which are within the defined recommended arrangement of pulse energy. During the complete day the energy was stable with no abnormalities. No abnormalities or deviations can be identified by the logfile review. Technical root cause could not be determined as the system is performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).